Event description:
It was reported that the patient with this pacemaker presented to the clinic due to symptoms prior to a scheduled follow-up. Technical services (ts) reviewed the device data and observed intermittent loss of capture (loc) related to right ventricular (rv) pacing output being programmed just above the capture threshold. No additional adverse patient effects were reported. This pacemaker remains in service.